Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal of the essure devices for symptoms related to the essure') in a female patient who had essure inserted. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-nov-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal of the essure devices for symptoms related to the essure') in a female patient who had essure inserted. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of endometritis ('chronic endometritis') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea/menstrual cramps"), coital bleeding ("post coital bleeding"), ovarian cyst ("follicular' cysts/ ovarian cysts"), cervical cyst ("cervical cysts"), vaginal haemorrhage ("irregular vaginal bleeding"), hydrosalpinx ("hydrosalpinx of the light tube"), metrorrhagia ("bleeding in between cycles") and menorrhagia ("heavy menstrual periods") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the endometritis, pelvic pain, dysmenorrhoea, coital bleeding, ovarian cyst, cervical cyst, hydrosalpinx, uterine leiomyoma, metrorrhagia and menorrhagia outcome was unknown. The reporter considered cervical cyst, coital bleeding, dysmenorrhoea, endometritis, hydrosalpinx, menorrhagia, metrorrhagia, ovarian cyst, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: after the removal I felt much improved but not back to normal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: opinion: adequate placement of essure micro-inserts bilaterally with tubal occlusion bilaterally. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-may-2020: pfs+ mr received: reporters were added. Lab test was added. Patients demographic was added. New events- pelvic pain, heavy menstrual periods, bleeding in between cycles, fibroids, hydrosalpinxof the light tube, irregular vaginal bleeding, cervical cysts, follicular cysts,post coital bleeding, dysmenorrhea/menstrual cramps were added. One event was updated from medical device removal to endometritis. Lab test was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.